Event description:
Information was received indicating that the pump exhibited a "no disposable, pump won't run" alarm. Per reporter air was noted. It was reported that the residual volume was 93.1, the rate was 2.2 and 6.95 was given. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).